Event description:
It was reported to philips that skin tissue was removed the patient when removing the electrode. Skin tissue was removed and the lesion was disinfected and the bleeding was stopped.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that skin tissue was removed the patient when removing the electrode.

Manufacturer narrative:
Skin tissue was removed and the lesion was disinfected and the bleeding was stopped. The customer returned 9 unused devices that were part of the same lot for evaluation. The devices were visually inspected under magnification for damage and defects at the electrode hub. No abnormalities were observed. A torque test was performed on all devices and the peak insertion torque was found to be within the specification. No needles were found to be bent or deformed after removal. No visual defects were found on the provided samples. Based on the investigation performed , philips determined that there is no product malfunction, no product defect, and no record of deviations during a product history review. No further actions were taken and none are warranted.